Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous history. The review of the event history log (ehl) identified the primary audible alarm background test. The customer issue was confirmed. The root cause of the issue was found to be a faulty mainboard. The main board was replaced. The device was calibrated, greased and reset to standard configuration. The device passed all testing and is fully operational.

Event description:
It was reported that the pump failed the primary audible alarm background test. There was no patient involvement.